Event description:
The highest tidal volume the ventilator would deliver was 600ml.

Manufacturer narrative:
The problem could have been caused by a combination of a restricted throat (as reported by the hospital) and/or soft tubing.